Event description:
A (B)(6) male, pt, called zoll customer support to report that his monitor was displaying a code 37 (multiple abnormal shutdowns). The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 37) was confirmed. Upon investigation, the monitor was abnormally shutting down. The cause for the abnormal shutdowns was isolated to defective memory chips on the monitor c/a board. The root cause for the defective memory chips could not be positively identified. No adverse event resulted from the defective memory chips. The pt received a replacement monitor.